Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported errors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the customer experienced several non-recoverable faults. Universal surgical manipulator (usm) 4 had been disabled and the customer had to bring in another patient side cart (psc) to complete procedure. This issue was previously reported and has returned. The procedure was converted to another dv system with no reported injury.